Event description:
It was reported that a bridge bolus was incorrectly performed. The old drug desired dose was accidentally programmed at a higher dose rate when the lower dose rate was intended, due to the fact that they were removing the morphine sulfate from the new drug concentrations. The health care provider (hcp) caught this right away and cancelled the bolus and reprogrammed the pump back to the old parameters, and then reprogrammed with the new parameters and did the bridge bolus using the old dose. The hcp could not find the update for cancelling the bolus, but it was discussed with the reporter that if the pump had been updated with the correct bridge bolus, then it had been cancelled. It was stated that the patient was doing well. The pump was infusing fentanyl, bupivacaine, and morphine. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).